Event description:
The customer reported being hospitalized for high blood glucose of 900mg/dl. The customer stated that she passed out and her husband called the ambulance. The customer stated that the night before her blood glucose was 400mg/dl and it was treated with 5.7u of insulin. The device delivered, but her glucose level remained the same. Then the customer gave another bolus of 5.7u of insulin, and she did not remember what happened after the last bolus. Troubleshooting was performed. Verified the alarm history, daily totals, bolus history, basals, time and date. Ran a fixed prime and high pressure tests and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.